Event description:
Boston scientific received information that the patient implanted with this pacemaker came into the clinic complaining of shortness of breath and fatigue. Upon interrogation, this device was at end of life (eol). Of note, the right atrial (ra) lead had been programmed to 4.5v at 1.0 ms for an unknown period of time and had an impedance of 170 ohms. This lead was further tested through the pacing system analyzer at the device change out with thresholds of 3.0v at 1.0 ms, normal sensing, however impedances to 150 ohms. Therefore, the physician elected surgically abandon the ra lead. The patient was not dependant and there were no adverse patient effects or procedure complications.

Event description:
--

Manufacturer narrative:
The product was returned for analysis and initial analysis revealed a device anomaly. Detailed analysis is pending and this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.